Manufacturer narrative:
The full patient identifier is (B)(6). The exact number of patients involved in this event was not specified. The customer did not supply patient demographics such as age, date of birth, sex, weight, ethnicity or race. Device evaluated by MFR: the access gi monitor reagent was not returned for evaluation. The reagent pack was discarded by customer. No hardware errors or issues with other assays were reported in conjunction with this event. A beckman coulter laboratory solution specialist (lss) was dispatched to customer's site. The lss checked the instrument and found that only pipettor 2 was used with the access gi monitor assay. A deviation between pipettors was ruled out. No ncr (non conformance report) had been reported with reagent lot 125013. The lss recommended to the customer following the access gi monitor instructions for use IFU "mix contents of new (unpunctured) reagent packs by gently inverting pack several times before loading on the instrument. Do not invert open (punctured) packs." In conclusion, a cause for this event could not be determined with the information supplied. There is no evidence of a reagent or system malfunction.

Event description:
On (B)(6) 2022 the customer reported obtaining non-reproducible false elevated access gi monitor (ca 19-9) (lot number 125013) results involving the laboratory's unicel dxi 800 access immuno analyzer (serial number (B)(4). The exact number of patients involved in this event was not specified. The customer reported that on (B)(6) 2022, multiple patients samples results were around 200 u/ml (around last twenty tests of the reagent pack 8600). The elevated patient samples were rechecked with lower results. (No data provided). The customer also rechecked other samples tested with different reagent packs before and after the questioned one. The results were as expected. The expected values for the gi monitor (ca 19.9) assay are < 35 u/ml. The customer reported some patients were ordered a contrast enhanced computed tomography because of the high access gi monitor results. No additional impact or change to patient treatment was reported in connection with the event. No hardware errors or issues with other assays were reported in conjunction with this event. System check passed on 6jul2022. Calibration passed on 7jul2022 using reagent lot 125013 and calibrator lot 124563. Quality control at the time of the event was not provided for review. A beckman coulter laboratory solution specialist (lss) was dispatched to customer's site. There were no issues with sample integrity reported by the customer. No further sample information was provided.